Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896308 and gd896191. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The patient was treated with vancomycin (intraperitoneally (ip), every 3 days for 2 weeks) and ancef (1gram, ip, daily, for 7 days) for peritonitis. The cause of the peritonitis was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.